Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump display screen was discolored and buttons were peeling off. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or discolor anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Device had intermittent buttons response due to flattened (creased) esc and up buttons dome switch. No unlocked lcd keypad connector noted. Device had cracked or push in lcd window, damage or peeling keypad overlay.